Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing chest pain for 6 months. Echo did not demonstrate a perforation however it was suspected that the right ventricular lead helix went through the myocardium. The lead was explanted and replaced. During the procedure, the left ventricular lead was dislodged into the atrium. The left ventricular lead was capped on (B)(6) 2017 and replaced. Because a procedure was occurring, the physician elected to prophylactically explant the cardiac resynchronization therapy defibrillator, following the battery advisory. There was no allegation of eri or premature battery depletion. The patient was stable throughout the procedure.